Event description:
This lv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013. The physician was dr. (B)(6). A call to technical services on (B)(6) 2013 states that l v lead moved and l v pace impedance dropped from 900 ohms to 400 ohms and l v was sensing both atrial and ventricular events. Patient was scheduled to be upgraded to biv ICD today but when they interrogated the device they found the lv lead had changed position. They ended up cancelling case and they are going to reschedule patient for sometime later in the week. They have turned off lv lead for now through programmer. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).